Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from having the endoscope not fully connected to the device during the connection procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not insert the instrument into the endoscope unless the connector section is in the proximal position and the sheath adjuster knob is tightened; otherwise, this could cause the mucous membrane damage". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the vizishot needle slipped four times during the examination. The needle did not hold on the biopsy channel. The reported problem was found during an unspecified procedure. There was no harm or user injury reported due to the event.